Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 7.3, reference: 4.5, mean: 5.90. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. As of 02/25/2010, product is not expected to return and no strip lot information is provided. No further investigation will be pursued. Conclusion: data analysis of mean calculation from comparison test data provided by end-user revealed test results from patient's inratio inr 7.3 and reference inr 4.5 are inaccurate in comparison. No product is expected to be returned. Patient's condition related to inr testing is not provided. There is insufficient information to determine the root cause. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 7.3, lab: 4.5.